Manufacturer narrative:
The initial report listed as incorrect MFR date of 10/1997 in section h.4. The corrected MFR date is 08/1997. Customer return sample was requested but was not available. Customer return reaction discs from lot 32917m300 were evaluated. The return reaction discs met acceptance criteria when tested with in-house panels. Without the returned sample it cannot be determined if the complaint is sample related. The customer observation was not reproduced. Evaluation complete. This is the final report.

Event description:
A urine and serum sample from a pt were both negative with testpack human chorionic gonadotropin combo. The serum sample was tested on the imx and was 99 miu/ml.